Event description:
It was reported that the patient presented to the emergency room with lightheadedness and a low heart rate. An attempt was made to interrogate the implantable cardioverter defibrillator (ICD) but telemetry could not be established. The ICD was explanted and replaced a few days later at which time telemetry could not be established either. Battery depletion was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.